Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was missing part of the clips out of the package. It had the grasper & trocar, it was missing the clip out of the bottom. The problem was found prior to the procedure. Used another device to complete the procedure. No patient effects reported, as there was no patient involvement.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cannula and c-ring. There were no visual defects observed on the heater wire. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled and detached from the cold jaw from the center to the tip, exposing the metal cold jaw. The detached silicone insulation from the cold jaw was not returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000311521 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.